Event description:
It was reported that the patella warped caused cement failure and patella loosening.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however some of the device attributes were deformed and could not be accurately measure. We found no out of tolerance conditions. Upon visual examination, the patella component showed deformation on the edge on the implant. Based on the visual and quality analysis the factors that could have contributed to the patella component loosening could not be determined. No other complaints have been received for this lot.